Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field specialist, approximately 2 years 7 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient was evaluated for a valve in valve (vinv) procedure as the valve was stenotic and there was possible leaflet thickening. Additional information received via medical records confirmed the valve was seen on echocardiogram to be severely stenotic with thickened leaflets. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. There were no device malfunctions nor procedural complications. The valve was successfully implanted with no paravalvular leak (pvl). The patient was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records and echocardiogram imagery were provided for review. Per imagery review, the valve was identified to be severely stenotic. The leaflet was observed to be thickened and one leaflet had restricted motion. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, accelerated deterioration of the valve due to calcific degeneration may occur in patients with an altered calcium metabolism. In addition, valve stenosis and structural valve deterioration (stenosis, thickening, leaflet retraction) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for stenosis, leaflet thickened/hypo-attenuating leaflet thickening (halt), and leaflet motion restriction in patient were confirmed from the review of the medical records and echocardiogram imagery. A review of the DHR, lot history, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported events. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years 7 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient was being evaluated for a valve in valve (vinv) procedure as the valve was stenotic and there was possible leaflet thickening.' It was noted from the medical records that the leaflets were thickened, leaflet motion was restricted, and patient had a history of hyperlipidemia and diabetes. Per the IFU, leaflet thickening is a potential adverse event associated with the use of valve. As noted in the medical records review, the patient has a history of hyperlipidemia and diabetes. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies, which can lead to leaflet thickening. Additionally, it is well known that patients with pre-existing co-morbidities (diabetes) may be predisposed to bioprosthetic calcification leading to leaflet thickening. In this case, available information suggests patient factors (hyperlipidemia and diabetes) may have contributed to the reported event. Leaflet thickening can also impact the mobility of the leaflet, narrowing the valve opening and subsequently leading to valve stenosis. In this case, available information suggests patient factors (leaflet thickening) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.